Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: the remaining pro code (product code) is fcg; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g4: the remaining premarket/510(k) are k151895 and k163248; reported here as premarket/510(k) exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of punctured sheath.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during an ebus (endobronchial ultrasound) bronchoscopy procedure on an unknown date. During the procedure, the tip of the needle came out of the sheath. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event.